Event description:
In 2009, the pt reported she was woken up by an e4 (occlusion) alarming on her insulin infusion device. She stated she detached her tubing from her infusion headset and tried to prime but again received an e4. To troubleshoot, the pt was instructed to remove the tubing from her device and try to prime through the adapter. She did so, and she stated insulin emerged slowly. The pt said the adapter may not have been replaced in the last 10 cartridge changes. She said, she usually changes the cartridge once every week and the tubing was changed the day before. The pt declined continued troubleshooting as she feels her blood glucose was elevating, and she wanted to deliver insulin via injection. On follow up with the pt three days later, the pt stated, her blood glucose readings have returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.